Event description:
It was reported that the lead exhibited decreased sensing thresholds and loss of capture. X-ray showed that the tip of the lead was still in the ventricular apex but not steady; it appeared slightly moved ahead. Echo did not reveal pericardial effusion. The physician elected to replace the lead after some difficulty in repositioning it. The patient was not pacemaker dependent and her condition was good before and after the event.

Manufacturer narrative:
No medwatch form was received.